Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized due to low blood glucose. The blood glucose reading at the time of his hospitalization was 45 mg/dl. Prior to his hospitalization, the customer was working a night shift. Before his shift, the customer stated that he had eaten little and had mostly drunk water in order to accommodate his unset basal rates. After the customer got home, he passed out. The customer was taken to the hospital. The customer was released once the blood glucose was stabilized. At the time of the call, the customer stated he did not want to troubleshoot and he also said that the insulin pump was fine. No further information was provided.